Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for nausea, headaches, and vomiting. The customer's mother stated that the customer had been struggling with high blood glucose levels prior to the event and that her insulin pump's battery life had been failing as well. It was found in the alarm history that the customer had received a low battery, a no delivery, and a low reservoir alarm. The customer's mother also mentioned that the customer had last changed her infusion set two days before the event and uses the quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.